Event description:
It was reported that the patient presented to the hospital due to pre-syncopal events. It was reported that the pulse generator exhibited capture anomalies and high thresholds. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.